Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in an open tray from the lot number provided in the report. The label matches the product returned. A product evaluation was performed on the pictures provided in response to this report. The lot number provided in the photos matches this report. The label in the photo matches the product reported. The report could not be confirmed with the pictures provided. The first photo shows the device in the tray with the catheters. The on/off switch in the "off" position and the red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The catheters are uncoiled but do not appear to be kinked and powder in present inside one of the tubes. The second photo shows the device inside the tray with powder on the exterior and surrounding the device inside the tray. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Catheter #1 contained powder inside the tubing, presented with bends and minor kinks throughout the length, and slight discoloration was noted at the distal tip. Catheter #2 presented with kinks throughout the length and a major kink near the distal end, and powder was present inside the tubing at the distal tip. The device was tested as returned and did not spray as intended. Upon deactivation, the co2 cartridge discharged and was fully punctured. The foam insert was present inside the device handle. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, the device did not spray as intended. The device was disassembled and the tubes were disconnected for removal of any powder. Hard clumps of powder were present in the center powder chamber cannula. Loose powder was present in the back tube connecting the powder chamber to the low pressure valve. A visual inspection of the hole in the bottom of the powder chamber showed it to be clear. The returned catheters were tested with a sample device. Catheter #1 did not spray as intended when tested. Catheter #2 sprayed as intended when tested. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the returned device and catheters were functionally tested and found to be unable to spray as intended. The root cause for the report of unable to spray was a clogged catheter. Use of the device with a clogged catheter can result in backflow of powder and fluid into the handle of the device, creating the internal clog observed in the evaluation. The cause of the clogged catheter is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. It was reported that the co2 [carbon dioxide] was "lost during activation of the knob." The device was unable to spray. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.